Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered ventricular tachycardia and cardiac arrest. Three hours since the procedure was started, vt was induced. Although the physician tried to draw an activation map, the physician gave up because of decreased blood pressure. Although attempted defibrillation with the implanted ICD, defibrillation was not possible. Since the patient¿s blood pressure did not stop decreasing, cardiac massage was performed and sinus rhythm was restored and hemodynamics was stable. After that, the activation map under sinus rhythm was used as an index to perform ablation without inducing vt. The procedure ended without any problem and there were no particular problems after the procedure. The physician commented that cause by unsuccessful defibrillation with competitor's implantable device, not related to our company product. The physician commented the cause of the event was unknown. The physician considered that the causality with biosense webster, inc. Product was unknown because the actual amount of pericardial effusion was small if cardiac tamponade was assumed to be caused by catheter. Heparin was discontinued and protamine was administered. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. The generator information used was a smartablate. Additional information received on the event. There was no pericardial effusion or cardiac tamponade. Cardiac massage was performed, sinus rhythm was restored, and hemodynamics got stable.

Manufacturer narrative:
It was reported that an 84-year-old female patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered ventricular tachycardia and cardiac arrest. The investigation was completed on 13-apr-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, several tests were performed. The temperature was tested and no issues were observed. In addition, the product was deflecting properly. However, the device irrigated only partially. The device was dissected in the peek and was found foreign material on the dome. The dome was sent for analysis. The foreign material found obstructing the irrigation holes was sent to a fourier transform infrared spectroscopy (ft-ir) and the results obtained revealed that the foreign material is primarily made of cellulose-based material. However, the source of origin cannot be determined. Manufacturing meeting was performed and based on the results of the ftir laboratory analysis, which determines that the foreign particles are composed of cellulose base material and additionally the comparison of the material spectra report, no similar material like those used throughout the process was found. Based on that information, it was not possible to determine the source of origin of the material. Therefore, it is determined that this event is not considered manufacturing-related. The magnetic sensor functionality was tested on carto, and the device failed. Force error was observed. The device was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the ¿adverse event¿. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the biosense webster, inc. Product analysis lab finding of the issue with the dome. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster, inc. Product analysis lab finding of the issue with the sensor. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).